Manufacturer narrative:
This supplemental report is submitted to provide the results of the legal manufacturer¿s investigation. The device history record for the subject device was reviewed and it was verified the device was manufactured in accordance with documented specifications. The legal manufacturer performed an investigation. A definitive root cause was not identified. Based on the available information, the investigation determined the likely cause of the reported event was communications failure due to the presence of foreign matter, such as dust and chemical residue, attached to the electrical contacts of the scope connector. As stated in the instructions for use, as a preventive measure, "before connecting the endoscope connector to the light source, confirm that the endoscope connector, including the electrical contacts, is completely dry and foreign objects such as detergent remnants, hard water residues, finger grease, dust, and lint are not on the electrical contacts. If the endoscope is used with wet and / or dirty electrical contacts, the endoscope and light source may malfunction. "

Manufacturer narrative:
To resolve the problem, the reporter was advised by olympus technical support to obtain a can of compressed air and blow it into the socket of the subject device. As the device was not returned to olympus for evaluation and no further information is available, a root cause for the reported event cannot be determined. If additional information becomes available or the device is returned for evaluation, a supplemental report will be submitted.

Event description:
A user facility reported to olympus that the error "b30" was generated. There was no patient injury, associated with the problem, reported to olympus.